Manufacturer narrative:
A visual examination of the returned, opened and used device noted that the inner coil of the sheath and the sheath material had separated. Per specification, in-process and incoming vendor inspection flexor sheath tubing states: "insure that there is no coil separation or breakage." It is also insured that the material is free from surface defects, bumps, bulges, and protruding coils, insuring no braid is exposed as well as confirming the distal ends of sheath and dilators are smooth and free of rough edges and that there is a smooth transition between the sheath. Confirm surfaces of sheath and dilators are free of excessive dents, bumps or scratches. An IFU [instructions for use] is provided that states under "warnings: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." "Sheath removal: insert the introducer dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit." Not following these instructions could have contributed to the failure mode. The pt did not require any additional procedures due to this occurrence. Risk to pt was assessed with quality engineering risk assessment, which concluded with the addition of this occurrence, the risk remains acceptable and no risk mitigating activities are needed. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
After the final check, it was impossible for the doctor to remove the introducer. She saw the introducer was kinked at the aorta bifurcation. Doctor had to dilate a balloon inside the introducer to place a stiff wire to remove the introducer. When the introducer was removed, she saw that the introducer was "decoiled." Information was provided that no part of the device remained inside the pt. The complainant did not report any adverse effects on the pt due to this occurrence.